Manufacturer narrative:
H.6. Investigation: photos received for investigation. Upon visual inspection, it is possible to observe that the foreign matter in the cannula resembles accumulated silicone, which indicates that the contamination happened after the assembly stage. The analysis of the batch history was performed, quality notifications were verified, and no records were found that were potentially related to the incident. Maintenance order number 603472260 was observed, with threaded washers at the lube outlet and maintenance occurrences potentially related to the incident. By analyzing the photos, it is possible to observe that the foreign matter resembles accumulated silicone, which indicates that the contamination happened after the assembly stage. The possible cause of the incident was the screwing of the harness after the siliconizing station, causing contamination to the product. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak¿ syringe appeared to have rust on the needle. This event occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "5ml syringe with needle (990628) with "rusty" appearance. Noticed when opening the package, during. No damage, did not apply.".

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe appeared to have rust on the needle. This event occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "5ml syringe with needle (990628) with "rusty" appearance. Noticed when opening the package, during. No damage, did not apply."